Event description:
It was reported that a red alert was noted as this patient's right ventricular lead showed high shock impedance out-of-range (oor). The sales representative will be going into the clinic to discuss troubleshooting, including max energy commanded shocks. Technical services (ts) states the lead is single coil so not uncommon to see this get into the 130 ohm range and be just fine. Ts recommended increasing the upper limit to 150 ohms and if they get another oor shock impedance should then consider max energy commanded shocks. Additional information was received informing that the commanded shocks were not delivered, this patient will continue to be monitored. This lead remains in service and no adverse patient effects were reported.